Event description:
It was reported that the patient was not responding to bi-ventricular pacing due to the left ventricular lead not being in an optimal position. The lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.